Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system was cycling through and not sticking to the surgeons settings during a surgical procedure. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided:. The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).